Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd plastipak¿ veterinary syringes with needle had foreign liquid inside of them. The following information was provided by the initial reporter, translated from portuguese: "customer reported that uses plastipak syringes to handle medications at her facility and didn't used the syringes for a while. On (B)(6) 2023, when she was going to use them, she noticed a liquid inside the syringe's body. She verified 5 syringes from same batch and all of them have the transparent liquid. Customer was afraid to use it and questions if it's a normal lubricant liquid. She has more syringes from same batch that have not been verified."

Event description:
It was reported that 5 bd plastipak¿ veterinary syringes with needle had foreign liquid inside of them. The following information was provided by the initial reporter, translated from portuguese: "customer reported that uses plastipak syringes to handle medications at her facility and didn't used the syringes for a while. On (B)(6) 2023, when she was going to use them, she noticed a liquid inside the syringe's body. She verified 5 syringes from same batch and all of them have the transparent liquid. Customer was afraid to use it and questions if it's a normal lubricant liquid. She has more syringes from same batch that have not been verified."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-apr-2023 . H6: investigation summary: five samples, photos, and a video received for investigation. Upon visual evaluation, it can be observed that the syringe is lubricated with what appears to be silicone. A device history review was performed for reported lot 2046726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.